Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed, and it was noted that there was a near fracture in the connecting tube from the pump to the reservoir; therefore, both components were removed and replaced. There were no patient complications reported.